Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the they experienced the high blood glucose. The customer's blood glucose was 400, 399, 288, 310 mg/dl. The insulin pump had power loss alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer received a low battery alert prior to the replace battery now alarm. New battery was not resolved the issue. The insulin pump will not be returned for analysis.